Event description:
It was reported that bd alaris smartsite pump infusion set was broke. The following information was received by the initial reporter with the following: it was reported by the customer that "writer found a pool of water under the IV pole and chair. IV pole had ns 1 l bag attached to alaris IV pump. Writer traced the leak. After writer removed the IV line from the attachment of the alaris IV pump, writer found a puncture whole on the top of the soft part of the line 9 pump segment, just below the blue part.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.